Event description:
A medtronic representative reported that the screw was stripped on an open spine clamp instrument. The issue was detected while setting up for a surgical procedure; the site used a different clamp instrument for the procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot # and manufacture date now provided.the site is unresponsive to multiple inquiries about the suspect device. They have not purchased a new device or returned the suspect device to the manufacturer.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number provided is missing a digit. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.